Event description:
Wedge resection. First five firings of plcr60g reloads were successful. On the sixth firing, the surgeon hit the chest wall and the reload mis-aligned. Staples did not form properly. No patient injury.

Manufacturer narrative:
See additional scanned pages.